Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer found that after the fenestrated bipolar forceps passed through the washer and during reassembly for sterilization, the customer noticed that the gray section between the two jaws of the fenestrated bipolar forceps was cracked. The customer reported that this compromised the sterility of the gripper. The customer had found that black particles appeared as if the gripper has been burned or melted. The customer was returning the instrument at the request of their delegate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that no electric arc was reported and the patient was not injured.

Manufacturer narrative:
Failure analysis investigations replicated and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The fenestrated bipolar forceps passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.